Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the associated pacemaker could not be interrogated with a tablet, the manager screen was displayed with error messages due to telemetry failure; the cpr3h head leds were green. The telemetry communication was stopped as the patient complained about palpitations. The ventricular pacing was set to unipolar configuration and muscle twitching was observed. The device was interrogated with an orchestra plus and the pacemaker was found set with as-shipped parameters with the warning ¿aida memory is not activated¿. The pacemaker was then reprogrammed as it was.